Manufacturer narrative:
Result: scale was out of calibration.

Event description:
It was reported by service report that the scale was off by 8 lbs., and bed exit was not working properly. No patient involvement or adverse consequences were reported.